Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently, the pump battery was not charging. Customer's blood glucose was 180 mg/dl. During troubleshooting with tandem technical support, pump battery began to charge.